Event description:
The lead was explanted due to an infection and vegetation on lead system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: no anomalies found; distal segment returned and analyzed.